Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer will bring the footspring up and then the footspring section will gradually go down in a couple of minutes.